Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 44 mg/dl; cause unknown. Customer consumed carbohydrates to address the bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. In addition, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.